Manufacturer narrative:
Upon further review, there was no reportable device malfunction related to this event. The report was filed in error. This is not a reportable event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board, fluoro functions board, and the vcsi board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed a communication failure error and locked up. There was no patient injury or death reported.